Event description:
Patient described shocking sensation during ultrasound treatment. Settings for treatment not known. No further medical attention required.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device.